Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. The unit returned has wire broken, as part of overall visual revision. The device has a kink in the proximal section and the wire broken in the middle of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a rotawire fracture occurred. A rotawire¿ and wireclip¿ torquer was selected to treat the target lesion located on the circumflex artery. During a rotational atherectomy with percutaneous coronary intervention, it was noted that the distal end of the rotawire was fractured. The physician attempted to snare the fractured segment of the wire but failed. He completed the procedure by stenting the remaining segment of the wire against the vessel wall. No further patient complications were reported.

Event description:
It was reported that a rotawire fracture occurred. A rotawire¿ and wireclip¿ torquer was selected to treat the target lesion located on the circumflex artery. During a rotational atherectomy with percutaneous coronary intervention, it was noted that the distal end of the rotawire was fractured. The physician attempted to snare the fractured segment of the wire but failed. He completed the procedure by stenting the remaining segment of the wire against the vessel wall. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)